Event description:
Medtronic received information that during the procedure, the end of the sucker broke off and fell into the thorax. The piece was recollected by the surgeon with no reported patient consequence.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, preliminary analysis was performed prior to sending to the contract manufacturer for further detailed analysis. Visual inspection confirmed that the end of the sump was broke off. The broken end of the spring was observed and there appeared to be no tool marks around the area of the break. Performance testing could not be performed due to the condition of sump. The unit was sent to the contract manufacturer for further analysis. Detailed inspection by the contract manufacturer and medtronic supplier quality found evidence of scraps along the spring of the tip. Device history review could not be performed, as no lot number was provided. Conclusion: review of the analysis resulted performed confirmed the clinical observation. Visual inspection found evidence of scrap marks along the spring of the sump tip. These marks ara consistent with marks left on a metal surface with a sharp instrument, and was likely caused by operational context. (B)(6). (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection confirmed the clinical observation. The analysis is ongoing and following completion of the analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.